Event description:
Information received indicates the hi/low function of the bed is drifting slowly.

Manufacturer narrative:
The technician found the hi/low brake assembly was dirty. He cleaned the hi/low drive brake to repair the bed.